Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was unable to sleep due to severe pain and was also getting zapped from the stimulator. It was also reported that the patient had an increased pain in her lower back which radiated into her calves and shins. The patient will undergo ipg replacement procedure.